Event description:
It was reported that the system displayed a communication failure error message. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.